Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of vascular injury (tissue injury) and hemorrhage are listed in the electronic proglide instructions for use as potential adverse events of use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effects of vascular injury (tissue injury) and hemorrhage and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated date. The device is not returning for analysis. Investigation is not complete. A follow-up report will be submitted with all additional relevant information the prostar device(s) referenced are filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying proglide devices that were related to the following outcomes: bleeding; major vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "large-bore vascular closure: new devices and techniques".